Manufacturer narrative:
The affected concomitant product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while disconnecting a kvo line the male luer lock end remained stuck in the connector. The extension set and connector were replaced. There was no patient harm.

Manufacturer narrative:
The customer¿s report of while disconnecting a kvo line the male luer lock end remained stuck in the connector was not confirmed on the suspect microbore bi-fuse set model me1001 as the set was not received from the customer for inspection. However visual inspection showed that the male luer lock end remained stuck in the connector was confirmed on the as-received concomitant maxzero needleless connector. The root cause of the broken male luer tip was not definitely determined.